Event description:
It was reported that during testing conducted by a field service technician at the user facility, the core saber drill caused a bias current message to be displayed on the console, signaling a condition occurred in which the device has the potential to run without user activation. As this occurred during testing at the manufacturer facility, no patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event, and there was no associated procedure.